Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set have infusion flow block alarm and the location of blockage was tubing on (B)(6) 2024. No further information available.